Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to pain at the reservoir site the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and 100 ml reservoir were implanted. The patient was fine following this surgery. Should additional information be received, or product be returned, a supplemental report will be filed.